Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the death of the customer was a surprise; the caller found the customer around 12am. The cause of death was coronary artery disease, type ii diabetes mellitus, hypertension, obstruction sleep apnea, and hyperlipidemia. The customer had glaucoma, migraines, back pain, had back surgery in 1990's, and had heart disease. The customer's blood glucose at the time of death is unknown. The caller did not have the insulin pump and could not verify the insulin pump information. The customer was wearing the insulin pump at the time of death. The caller is unsure about the customer's sensor use. The caller stated that she will try to locate the insulin pump and will call back for further instructions regarding carelink upload and return for analysis. The insulin pump information used on this medwatch report is the last known issued insulin pump to the customer.